Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement and the unexpected delivery of a ventricular tachyarrythmia therapy. It was noted the battery voltage was pre-approaching recommended replacement time (rrt) at 2.71 volts and episode 430 confirms inappropriate shock due to lead noise oversensing. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks and a right ventricular (rv) lead integrity alert (lia) triggered, along with noise and multiple non-sustained ventricular tachycardia (nsvt) observed on the electrogram (egm) and oversensing of sensing integrity counters (sic). It was noted the implantable cardioverter defibrillator (ICD) also inappropriately detected ventricular fibrillation (vf) and nsvt. The rv lead and ICD were reprogrammed and a rv lead fracture was suspected at the time of the lead revision. The rv lead was capped and replaced and it was noted during the lead revision procedure the ICD would be replaced for normal battery usage and compatibility with the replacement rv lead. No further patient complications have been reported as a result of this event.